Event description:
Itc sales rep reports that the demo kit blade on her tenderfoot device did not fully retract. No report of injury. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Result - no other complaints received for this lot. A search of complaints for the past 1 year indicated no other cases of failure to retract. Conclusion - device expected to return to itc for eval. Eval of retain samples for same lot performed according to specs.